Event description:
A malfunction alarm was reported, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting the pump, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to contact support again if the issue reappears, which the customer acknowledged and understood.